Manufacturer narrative:
This event was identified during internal quality system activities involving retrospective review of literature sources. Upon review, the manufacturer determined the event meets applicable medical device reporting criteria and is submitting this report to ensure completeness of complaint and MDR documentation. This submission does not represent new information regarding device performance or a change in the known risk profile of the device. The suspect device was not returned for evaluation. Device lot information was not available from the publication; therefore, a review of manufacturing records and complaint trending specific to the device lot could not be performed. Based on the information available from the literature source, the complaint could not be confirmed, and a definitive root cause could not be determined.

Event description:
Study: cheng, k.-l., liang, k.-w., lee, h.-l., wang, h.-y., & shen, c.-y. (2023). Thyroid artery embolization of large solitary symptomatic benign thyroid nodules through transradial approach. Quantitative imaging in medicine and surgery, 13(8), 5355-5361. Https://doi.org/10.21037/qims-22-1385 was reviewed during internal quality system activities. The publication describes the efficacy and safety of transradial access (tra) thyroid artery embolization (tae) for patients with large solitary symptomatic benign thyroid nodules. This literature article describes multiple patient events. The study alleges the microspheres used in thyroid artery embolization (tae) procedures have been associated with radial artery spasm, pain, vomiting, voice change, and neck pain. 30 f radial artery spasm, pain. Intraprocedural complication with radial artery spasm was observed during catheterization, which resolved with administration of intra-arterial calcium channel blocker. 42 m received oma for neck pain resolved after oral mefenamic acid treatment. No overt or subclinical hyperthyroidism and no major complications were noted. 23 m neck pain and steroids for hoarseness occurred within 1 week after the procedure and resolved with conservative treatment. Experienced considerable hoarseness following tae that resolved after oral corticosteroid treatment for 7 days. 33 f received oma for neck pain and vomiting resolved after oral mefenamic acid treatment. No overt or subclinical hyperthyroidism and no major complications were noted. Periprocedural complication with temporary vomiting, no neurologic symptoms or blurred vision were noted periprocedural complication with temporary vomiting. 45 f neck pain resolved after oral mefenamic acid treatment. All patients were discharged on the same day. No overt or subclinical hyperthyroidism and no major complications were noted.